Event description:
During the device evaluation, it was observed that the camera head had poor watertightness in the cable unit, leading to loss of water tightness and subsequent noise in the image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of water tightness is lost due to cause poor watertightness of cable unit failure and the most probable cause of noise in the image was due to cause traced to component failure due to damage on cable unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.